Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative, and a consumer regarding a patient receiving hydromorphone (2 mg/ml, 0.1999 mg/day) via an implantable infusion pump. Indications for use included non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient presented with symptoms of pain and had withdrawal. Additionally, the patient had lost a lot of weight (almost 70lbs) from (B)(6) 2015, and was very ill. The patient had a dye study on (B)(6) 2015, and they could not aspirate the catheter/no cerebrospinal fluid (csf) could be withdrawn. Also, the hcp could not perform the scheduled pump refill in (B)(6) 2015. It was also noted that "shortly before (b)(64)2015, the patient could not pick up her (B)(6) granddaughter because of the pain from her back, and she began to panic. The patient could not sit for very long (up to an hour) or she would "die" and she had to be careful about lying down. The patient contacted her hcp about it and they could not change the medicine/pump refill in the pump because of the pump flipping. The patient was very cautious because she had been through "hell" like that before. The patient's pump was flipping and the catheter was twisted because of it. It was also reported as a catheter/"bladder" issue. The patient had a revision on (B)(6) 2015, and the hcp replaced the catheter entirely with a new 8780 and put a mesh pouch around the existing pump to prevent it from flipping, and so that the pump would not slip anymore in the pump pocket. The dose was reduced to 0.1 mg per day after replacing the catheter. The issue was resolved. The patient status was alive with no injury. Per a (B)(6) 2015 telemetry strip, the intrathecal (it) drug was .0301 mg/ml @ .3147 mg/day, but the patient was having an issue with the telemetry strip readings stating they were difficult to read. No information was reported regarding when the patient started experiencing the symptoms and the flipped pump, nor was the cause of the flipped pump reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.